Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio flex meter had a power issue - meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began in july 2016. The patient manages her diabetes with insulin (self-adjuster) and denied making any change to her usual diabetes management routine as a result of the alleged issue. The patient claimed that the following day after the alleged product issue began she developed the symptom of "dizziness". Replacement products were sent to the patient and requested back for evaluation. At the time of troubleshooting, the cca confirmed that this was the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. In addition cca noted that when the patient pressed the power button the meter turned on. The patient did not have any test strips to conclude further troubleshooting. Replacement products were sent to the patient and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious diabetic excursion. The patient's reported symptoms do not meet lfs' criteria of serious injury, nor did they receive any medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.